Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with incorrect interpretation of a signal due to misdiagnosed p-waves. No changes were reported. There were no patient consequences.